Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation, due to a worn coupler unit, scope cannot be attached. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a worn coupler unit which comes off from the scope. No patient involvement.

Manufacturer narrative:
E2:e3: non-healthcare professional. During the device evaluation, no additional issues were identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the camera head exhibited a worn coupler unit which comes off from the scope. No patient involvement.